Manufacturer narrative:
Block a1: patient identifier: (B)(6). Block h6: imdrf device code a15 captures the reportable event of stent partially deployed.

Event description:
It was reported to boston scientific corporation on may 15, 2023, that an ultraflex tracheobronchial distal release covered stent was to be implanted in the trachea to treat a 20mm bronchial stenosis after lung transplantation during a tracheal stent implantation procedure performed on (B)(6) 2023. The patient's anatomy was not tortuous and was dilated prior to stent placement. During the procedure, the stent was unable to be deployed. The stent was removed from the patient partially deployed. The procedure was not completed and there was no follow-up procedure scheduled. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block a1: patient identifier: (B)(6). Block h6: imdrf device code a15 captures the reportable event of stent partially deployed. Block h10: an ultraflex tracheobronchial distal release covered stent and delivery system were received for analysis. The stent was received fully deployed and expanded. Visual examination of the returned device found the shaft bent in different sections. No other problems were noted to the stent and delivery system. The investigation concluded that the observed failure of shaft bent was likely due to factors encountered during the procedure. It may be that lesion characteristics, how the device was handled, and/or the technique used by the physician when trying to deploy the stent, limited the performance of the device and contributed to the shaft bent. A labeling review was performed and, from the information available, this device was used in a manner inconsistent with the IFU (instructions for use) / product label. The complainant reported that the stent was intended to be used to treat a 20mm benign bronchial stenosis. The IFU states "the ultraflex tracheobronchial stent system is indicated for use in the treatment of tracheobronchial strictures produced by malignant neoplasms." The device is not indicated to be placed to treat a benign stenosis. The reported event of stent partially deployed was not confirmed. Based on the available information, there is not enough information to confirm the reported event of stent partially deployed as the stent was received fully deployed and expanded; therefore, a review and analysis of all available information indicated the most probable cause is no problem detected. Block h11: blocks b5, h6 (device codes and result codes) and h10 have been corrected.

Event description:
It was reported to boston scientific corporation on (B)(6) 2023, that an ultraflex tracheobronchial distal release covered stent was to be implanted in the trachea to treat a 20mm bronchial stenosis after lung transplantation during a tracheal stent implantation procedure performed on (B)(6) 2023. The patient's anatomy was not tortuous and was dilated prior to stent placement. During the procedure, the stent was unable to be deployed. The stent was removed from the patient partially deployed. The procedure was not completed and there was no follow-up procedure scheduled. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: it was reported that the stent was intended to be used to treat a 20mm benign bronchial stenosis. However, per the ultraflex tracheobronchial stent system instructions for use, the stent is indicated for use in the treatment of tracheobronchial strictures produced by malignant neoplasms. The device is not indicated to be placed to treat a benign stenosis.

Manufacturer narrative:
Block a1: patient identifier: (B)(6). Block h6: imdrf device code a15 captures the reportable event of stent partially deployed. Block h10: an ultraflex tracheobronchial distal release covered stent and delivery system were received for analysis. The stent was received fully deployed and expanded. Visual examination of the returned device found the shaft bent in different sections. No other problems were noted to the stent and delivery system. The investigation concluded that the observed failure of shaft bent was likely due to factors encountered during the procedure. It may be that lesion characteristics, how the device was handled, and/or the technique used by the physician when trying to deploy the stent, limited the performance of the device and contributed to the shaft bent. The reported event of stent partially deployed was not confirmed. Based on the available information, there is not enough information to confirm the reported event of stent partially deployed as the stent was received fully deployed and expanded; therefore, a review and analysis of all available information indicated the most probable cause is no problem detected. Block h11: a2 (age at time of event) has been corrected.

Event description:
It was reported to boston scientific corporation on may 15, 2023, that an ultraflex tracheobronchial distal release covered stent was to be implanted in the trachea to treat a 20mm bronchial stenosis after lung transplantation during a tracheal stent implantation procedure performed on (B)(6) 2023. The patient's anatomy was not tortuous and was dilated prior to stent placement. During the procedure, the stent was unable to be deployed. The stent was removed from the patient partially deployed. The procedure was not completed and there was no follow-up procedure scheduled. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.